Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited ventricular far-field r-wave oversensing. Technical services (ts) was consulted for further review and programming recommendations. On (B)(6) 2025, programming changes were made. However, this did not seem to be a viable option as the far-field is very close to the atrial signal. Ts reviewed the related report noting that despite changes to the blanking period, there is still some under and over sensing on the ra channel due to far-field signals from the right ventricular (rv) lead and capture failure in the atrial channel. Considering programming changes did not resolve the atrial under/oversensing, ra lead integrity testing was recommended, as well as system x-ray. No adverse patient effects were reported. This lead remains in service.